Manufacturer narrative:
On may 13, 2022, mentor became aware that the patient had undergone breast implant removal surgery on an unspecified date. On may 20, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 20, 2022, mentor also became aware that the patient had undergone breast implant removal on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 490cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 13, 2022, mentor became aware that the patient's capsular contracture was on the left breast. The proper fields have been populated.

Manufacturer narrative:
On march 26, 2021, mentor became aware that the incorrect lot and serial number for the left side were erroneously indicated in the initial report sent on march 24, 2021. The correct left implant info: lot: 7598284 sn: (B)(6). For 7598284 : a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: jun/18/2018. Expiration date: jun/17/2023. For 7719935: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: apr/22/2019. Expiration date: apr/22/2024. Manufacturer¿s reference number: (B)(4). The correct left implant info: lot: 7598284 sn: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For 75982484: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. For 7719935: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast prosthesis implantation surgery with two 490cc mentor memorygel breast implants, suffered capsular contracture (baker grade iii), post-procedure. It was not specified which breast had the capsular contracture, but two lot numbers and serial numbers were provided ((left) lot: 75982484 sn: (B)(4) and (right) lot: 7719935 sn: (B)(4)). Both sets of numbers will be reported and a supplemental report will be submitted when clarifying information becomes available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.